Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to degradation problem. The most probable cause is component failure. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The visera tracheal intubation videoscope was returned to the service center with a report of air leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, it was found that the connecting tube had coating peeling. (1mm2 or more) and the adhesive around light guide lens had peeled. There was no patient involvement.